Event description:
It was reported that an ilet user experienced dexcom g7 connectivity loss to the pump, which stopped automated dosing, and was coached to switch cgm settings from g6 to g7, restart the g7 sensor, wait for reconnection, and enter a manual blood glucose into the pump to continue dosing. Symptoms included no clinical symptoms reported. Outcomes included temporary interruption of automated insulin delivery without need for medical intervention. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed cgm-to-pump signal loss. It was concluded that the event stemmed from communication disruption between the cgm and the pump, with resolution steps provided and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.